Manufacturer narrative:
Analysis was able to confirm the customer's comment of the programmer switching off suddenly from the logarithm files retrieved. During startup and performing the incoming test suddenly the screen was black and an error appeared on the screen. It was also noted that the stylus did not calibrate (deviation between the stylus and the cursor on the screen). It was also noted that the backup battery was defect and the computing platform (cp) required to be replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer switched off suddenly. It was noted that the issue occurred after use. The programmer was returned for service. No patient complications have been reported as a result of this event.